Event description:
Device report from synthes (B)(4) reports and event in the (B)(6) as follows: it was reported that during a revision surgery on (B)(6) 2013, one of the existing locking caps was removed and the tip of the matrix screwdriver shaft broke away. The shaft was replaced with a second on the set and the procedure continued without further incident. It was further reported that on (B)(6) 2013 that the adjacent level began to show signs of significant degeneration and required stabilization. The broke fragment was not found and it was confirmed by x-ray that it was not in the wound. As stated in the report, the patient did not come to any harm and the second operation was only prolonged by 60 seconds. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment not diagnosis. A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.